Manufacturer narrative:
The device, was used in treatment was returned for evaluation, could establish a relationship between the event reported and the device, however could not replicate the failure or determined a root cause. Visual inspection of the returned device did not identify any issues. Functional evaluation was performed and showed the cassette alarmed was confirmed from operation history. No problem found. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture, the reported file is held by the quality release team. A complaint history review found other related failures. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. This problem was not solved by exchanging the seven canisters. The treatment was continued with a back-up pump. There was no patient harm. There was no delay. The device will be returned to jp local service for evaluation. The results will be shared after its completion.